Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufs1332 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "an issue we are having with the PICC neonate statlock that we use on our 2fr PICC lines. The plastic securement pieces that attach to the wings come unglued from the adhesive base."